Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one two-way silicone foley catheter was received with the syringe. Visual evaluation noted no obvious defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. This meets specification as concentricity should not exceed 70:30. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. The balloon deflated in 56.0 seconds. The balloon was dissected to measure the distance from the middle of the inflation notch to the bottom of shaft. This measured to be 0.9660" which was found to be within specification (0.97" +/- 0.30"). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Proper techniques for urinary catheter insertion ¿ perform hand hygiene immediately before and after insertion ¿ insert urinary catheters using aseptic technique and sterile equipment ¿ use the smallest foley catheter possible, consistent with good drainage ¿ document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an issue with sure step foley tray. Additional information required. Per additional information received via mail on 31aug2020, only 7ml of sterile water from foley balloon was removed, when 10 ml was gone into the balloon. After several attempts to remove more water, the user attempted to remove the foley and the foley came out easily with 3ml of sterile water in the balloon. Upon further inspection, the water in the balloon only filled up on one side and after inflating, was not able to be removed. The balloon was defective.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was an issue with sure step foley tray. Additional information required. Per additional information received via mail on 31aug2020, only 7ml of sterile water from foley balloon was removed, when 10 ml was gone into the balloon. After several attempts to remove more water, the user attempted to remove the foley and the foley came out easily with 3ml of sterile water in the balloon. Upon further inspection, the water in the balloon only filled up on one side and after inflating, was not able to be removed. The balloon was defective.